Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that the patient underwent a revision surgery due to instability dislocation. The implanted glenoid sphere and another manufacturer's humeral implants were removed and replaced with new components. No further patient complications have been reported for this patient. Patient ID: (B)(6).